Event description:
It was reported that a lead revision was performed due to inappropriate shocks and oversensing. During the revision, lead damage was found near the pin. A portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the outer insulation was abraded and the rv cables were visible between 18.5cm to 19.0cm from the connector pin. Abrasion marks were found on the insulation and both connector legs. The abrasion found is consistent with friction to the ICD can. A complete analysis could not be performed as only partial portion of the lead was returned.